Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplement medwatch will be filed.

Event description:
It was reported that during a carotid percutaneous transluminal angioplasty, stent deployment difficulties were encountered. The lesion was located in the tortuous carotid artery. The physician advanced the carotid wallstent monorail delivery system to the lesion. However, upon attempt to deploy the wallstent the system moved from desired position. The physician then readjusted the system and tried three times. During the final attempt, the sleeve broke and separated from the stent shaft, rendering it impossible to deploy the stent. The carotid wallstent remained in the sleeve, therefore the physician was able to remove the entire delivery system as one unit. The physician completed the procedure with another of the same devices although slightly longer, and no patient complications were reported. Patient's status was reported as 'stable'.